Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was unable to deliver a bolus. The customer's blood glucose was unknown. The customer stated that there was a low battery alarm. The customer was advised to replace the battery, the customer was unable to remove the battery cap. The customer was advised that the low battery would lead to insulin pump being unable to perform as normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected bolus stopped alarm noted during testing. No unexpected prime anomaly noted during testing. Unit had stripped battery cap coin slot. (B)(4).